Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated that the piece that connects the drain to the patient tubing was missing. There was no patient impact another drain was opened and used.

Manufacturer narrative:
The drain was not returned for evaluation. A review of the device history records for this lot of chest drains was conducted to ensure there were no discrepancies during the time of manufacture. The review concluded that there were no discrepancies related to this complaint description. All components were accounted for and reconciled upon completion of the packaging of the drains. Without the drain or drain packaging atrium cannot determine if the product was packaged incorrectly. Manufacturing conducts a full in-process line clearance prior to beginning a new lot of chest drains. If the connectors had not been placed in the package with the drain they would have been found during the line clearance. Based on the complaint investigation results it is a possibility that the pouch of connectors may have fallen out of the tray upon opening the drain in the field. Clinical evaluation: the express mini 500 chest drain is indicated to evacuate air and/or fluid from the chest cavity or mediastinum and to help re-establish lung expansion and restore breathing dynamics. It is also used to facilitate early ambulation of post-surgical patients who require chest drainage. If a component is missing or damaged another one would need to be located and prepared which may cause a delay in therapy. The instruction for use (IFU) states ¿do not use if device or package is damaged¿.